Event description:
It was reported that at the time of initial implant, the lead had high impedance. It was repositioned but again had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, blood in/on helix/lobe mechanism. Full lead returned and analyzed.